Event description:
It was reported by the patient that the monitor was "giving implant a jolt and makes the implant run high during and after reading, causing discomfort." The patient is returning the monitor. Additional information received from follow-up with the clinic noted that the patient had an in-office check the day of the call, and the nurse noted that the patient was anxious about monitoring from home and refused remote monitoring. The patient has not contacted the clinic regarding the allegation of a shock. The clinic has no concerns with the monitor or implanted device, and the patient is scheduled to have regular device checks in the clinic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).